Event description:
The outer packaging was opened and check for stent size. Inner package was checked and opened, sterile contents taken and prepared as normal. The stent was placed inside the patient. Under fluoroscopy stent was too long. Rep counted the stents and knew by the number of stents on the graft the stent was the wrong size. Patient outcome is unknown as not provided by reporter.

Manufacturer narrative:
Additional information and clinical review determined on (B)(4) 2011 that this event is reportable. Stent size is incorrect is not labeled in the IFU. Evaluation: event still under investigation.